Event description:
The customer states the battery is worn out. There was no patient involvement..

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.